Event description:
Before putting it into pt, orbit mini complex fill 4x7 coil was stretched. Strong resistance exists within protected sheath. Additional info indicated that the product was stored according to (IFU) instruction for use guidelines. During storage, the product was exposed to excessive heat. The product was new. Prior to removing, the outer or inner package, plastic protector (loop) were not damaged. The resistance existed with protected sheath/protective loop; however, the loop was not bend or kink, etc. The product was removed slowly to avoid movement of the coil introducer. After the event occurred, no other damages were noted on the delivery system. The pt info was unk. Prior to shipping, no other issues were noted with any part of the product being returned. No further info was available.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional info will be submitted within 30 days of receipt.